Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the intensive care unit, the medical doctor inserted the prepped and pretested intra-aortic balloon (iab) through a sheath via the patient's left femoral artery and had difficulty advancing it. The type of sheath is stated as sheath without sideport and without wire reinforced. As a result, the iab and sheath were removed from the patient. At that time, the iab was observed with a hole in the balloon. The medical doctor inserted a competitors datascope 40 cc balloon catheter together with a new sheath with success. There was no delay or interruption in therapy. There was no report of patient death, complications or injury. The patient outcome is the patient is very ill. Reference MDR #1219856-2011-00196 for the related intra-aortic balloon pump report.